Event description:
Event description cpi received information that during an implantable pulse generator (ipg)implant procedure this bipolar lead got caught in the patient's heart valve. The lead wrapped around the valve tissue, the physician had difficulty removing the lead. Attempted implant-06/25/96.